Manufacturer narrative:
Of the reported two malfunctions, lot numbers were provided for one malfunction and the lot history review was performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for both the malfunctions, additionally image was provided for one malfunction. Therefore, the investigation is confirmed for the reported perforation for both the malfunctions. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicates that model md800j vena cava filter allegedly experienced and perforation. These information's were received from a various sources. Both the malfunctions involved patient with no patient consequences. A (B)(6) years old male patient weighs (B)(6) and a (B)(6) years old female patients weight was not provided.